Manufacturer narrative:
This event was originally reported under MFR# 2916596-2022-01919 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On 06sep2022 the review of files of this event type was completed. Manufacture¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist device (lvad), serial number (B)(4), and the report of right heart failure, renal dysfunction, ascites and peripheral edema could not conclusively be determined through this evaluation. The patient was readmitted from (B)(6) 2021 due to right heart failure, renal dysfunction, ascites and peripheral edema. A cardiac catheterization was reportedly performed, but dialysis was not required. The patient remains ongoing on (B)(4). No additional related events have been reported at this time. The current heartmate 3 lvas IFU lists right heart failure and renal dysfunction as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system in section 1, "introduction." Additionally, section 6 ¿patient care and management¿ lists right heart failure as a potential risk/adverse event that may be associated with the use of heartmate 3 lvas. This section (under ¿right heart failure¿) also outlines indications of right heart failure, as well as possible treatments. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2021 the patient had right heart failure and renal dysfunction. Ascites and peripheral edema were seen. The patient was admitted to the hospital from (B)(6) 2021. The patient's maximum value of creatinine was 5.01 mg/dl and a cardiac catherization was performed. Dialysis was not performed. There was suspected to be a link between the right heart failure, renal dysfunction and the pump.